Event description:
This ra lead was implanted on (B)(6)2002 and remains implanted at this time. A call was placed to technical services on (B)(6)/2016 stating that hcp thinks that there is noise on ra lead and patient go inappropriate shock for it. Ra impedances look fine, but insulation breaches don't always show up in impedance trend. The physician was dr. (B)(6) at buffalo medical group. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).